Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead exhibited high capture threshold resulting in diaphragmatic stimulation. X-ray revealed that the ra lead dislodged. The ra lead was found to be in a vertical position near the tricuspid annulus. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented for a follow-up in clinic with discomfort. It was noted that the right atrial (ra) lead exhibited high capture threshold resulting in diaphragmatic stimulation. X-ray revealed that the ra lead dislodged. The ra was found to be in a vertical position near the tricuspid annulus. The lead was successfully repositioned on (B)(6) 2025. The patient was stable.